Manufacturer narrative:
A deltec® gripper plus® safety needle was returned for evaluation. Visual inspection noted it was a used needle. Functional testing involved pulling upon the safety needle and was found to capture the needle as designed. Based on the evidence, the product was found to function as designed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
Customer reported that a deltec gripper plus safety needle experienced a failure of the safety device, which caused an occupational accident with the operator. Additional information has been requested; if received, a supplemental report will be sent.

Manufacturer narrative:
The reported gripper plus was returned and examined for investigation. Upon visual inspection and after functional testing there was no problem found. It was functioning as designed.